Event description:
Information was received from a consumer regarding a patient receiving morphine (¿25% concentration¿, daily dose 6.608 mg/day, and a 0.448 mg/bolus) via an implantable infusion pump. The indication for use was spinal pain. On (B)(6) 2015, it was reported that the catheter was replaced in (B)(6) 2015. At the last 2 refills before the catheter was replaced, there had been volume discrepancies. The pump was ¿underinfusing by 31%¿. The volume discrepancies began in (B)(6). The patient had no symptoms related to the event. The contact information for the patient¿s pump managing physician was not provided. Further follow-up is being conducted to obtain this information so that follow-up with the pump managing physician can be done. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d29095, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).